Event description:
It was reported that the customer has experienced low blood glucose levels and high blood glucose levels in the 500s mg/dl. The customer stated he is unsure why his levels have been fluctuating. Troubleshooting was declined. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
See medwatch 2032227-2014-50107 for insulin pump information.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.